Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
It was reported a patient received an angio-seal after a cardiac catheterization procedure on (B) (6) 2010, with no known issues at time of deployment. Seven days post angio-seal development a patient presented at the hospital with pain in the right groin. Upon review of femoral angiogram taken prior to angio-seal deployment, the introducer sheath was observed to be in close proximity to the bifurcation of the superficial femoral artery and profunda. The patient had a duplex ultrasound of the affected groin area and lower extremity, which revealed a small pseudoaneurysm 1.9 x 1.5cm in diameter at the distal common femoral artery, with no evidence of occlusion of major arteries of the right lower extremity. A duplex vein scan of the right lower extremity demonstrated that there was a deep venous occlusion of the common femoral vein extending into the deep femoral vein as well. Distally no lesions were seen. The patient had surgical intervention on (B) (6) 2010 for exploration and repair of pseudoaneurysm. Additional information revealed on (B) (6) 2010, the patient was taken back to surgery to explore where the bleeding observed was coming from. A hematoma and clot were found at the puncture site, which were both removed. The patient was reported to be fine and waiting to be discharged from the hospital. The patient has a medical history of coronary artery disease.